Manufacturer narrative:
Previous complaints from legal representation were filed in bulk. MDR # 2125050-2013-00407 was filed for known products, however, reporting for unspecified female pelvic mesh product was inadvertently overlooked. Item number fph-mesh-unknown was created to document unspecified female pelvic health mesh product. This MDR is filed to address this fph unknown product associated with this complaint. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, multiple patients ( 94 listed) : patients implanted with competitors mesh. One implanted with coloplast supris mesh product and one implanted with a mesh product. Later patients experienced physical injuries, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.